Manufacturer narrative:
No product will be returned for eval.

Event description:
A company rep initially reported the patient currently has blood glucose readings in the "the 500's mg/dl with his normal blood glucose reading being 100-140 mg/dl. She stated the patient gave himself an insulin injection to correct his blood glucose levels. She called for assistance in reviewing the patient's insulin infusion device history as she stated she and his wife are concerned he may not be giving himself a bolus when eating. She stated the patient has dementia. During a review of the device history, it was discovered that there were some hours that he patient's basal rates were set at '0.0'. The bolus history was also reviewed. On follow up, the rep said the patient's blood glucose reading was 94 mg/dl and that correcting the basal rates helped get his blood glucose levels back to normal. On further follow-up, the patient's wife stated his blood glucose is still erratic at times. She also mentioned his dementia and memory problems. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.